Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of irritated eyes, chronic allergy and respiratory, excessive phlegm, headaches, itchy rash on calves, face, and scalp, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged of irritated eyes, chronic allergy and respiratory, excessive phlegm, headaches, itchy rash on calves, face, and scalp, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer previously reported in section b.2. Disability or permanent damage . After review, it was determined no disability or permanent damage was reported and this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles, irritated eyes, chronic allergy and respiratory, excessive phlegm, headaches, itchy rash on calves, face, and scalp, nasal / throat irritation or soreness, device will not turn on / device not functioning, burning / smoke / electrical odor related to a CPAP device's sound abatement foam. A correction to b5 was made and should be: the manufacturer received information alleging visualization of particles, irritated eyes, chronic allergy and respiratory, excessive phlegm, headaches, itchy rash on calves, face, and scalp, nasal / throat irritation or soreness, device will not turn on / device not functioning, burning / smoke / electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.